Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3010617000-2015-00490 for autopulse platform with s/n unknown; 3010617000-2015-00491 for autopulse nimh battery with sn unknown; 3010617000-2015-00492 for autopulse nimh battery with sn unknown; 3010617000-2015-00493 for autopulse nimh battery with sn unknown.

Event description:
It was reported that during a training, the autopulse platform shut down immediately after compressions were initiated. When the autopulse platform was used with the customer's three nimh batteries and one li-ion battery, the same issues occurred. There were no reports of any patient involvement. No further details were provided. Please note that the date of events were not provided.

Manufacturer narrative:
From the three reported nickel metal hydride (nimh) batteries, two with serial numbers (B)(4) and one lithium ion (li-ion) battery with serial number (B)(4) were returned and evaluated by zoll azm. Nimh with serial number (B)(4) and li-ion with serial number (B)(4) passed all acceptance criteria of battery function. However, nimh with serial number (B)(4) failed acceptance criteria of battery function.